Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.523, lot: 8836146, manufacturing site: bettlach, release to warehouse date: 12.may.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the connector for insertion handle was received at the us cq. The device had a number of shallow scratches and small dents near is head. The top of the head had many small dents and light corrosion in an incomplete ring around the opening to the internal threads. The threaded tip of the connector is broken off at the first thread. The fragment was received lodged within the associated insertion handle. No other issues could be identified with the returned portions of the device. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Manufacturing record evaluation: the received device was manufactured at the bettlach site on 12 may 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the connector for insertion handle. The device was covered in shallow scratches and small dents near its head. The top of the head had many dents and a ring of corrosion. The threaded tip of the connector was broken off at the first thread. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. While no definitive root cause could be determined, it was possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during on an orthopedic procedure, the impactor/driving cap broke off inside the insertion handle. There were no fragments generated. The procedure successfully completed with no surgical delay. There was no patient consequence. Concomitant device reported: insertion handle for suprapatellar (part # 03.010.440, lot # 180183-101, quantity 1). This complaint involves one (1) driving cap. This is report 1 of 1 for (B)(4).